Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 365 mg/dl, using one of his contour meters. He retested with his other contour and received a reading of 140 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of his test strips, but his meter is to be returned for evaluation. A replacement meter was sent to the customer.